Event description:
Due to incorrect couch re-centering during cbct (cone beam CT), the physicist alleged possible serious injury to a pt in a single fraction dose of 600 cgy to the liver and upper part of the intestine. Per the information submitted to varian, the physician may possibly modify the pt's treatment plan as result of the event.

Manufacturer narrative:
The customer use case and the product labeling relative to couch centering were reviewed during investigation of this issue. Based on the outcome of the review it was determined that there is no product malfunction and that the labelling was adequate. The pt was re-imaged at the lateral couch position and treated despite warning that the couch needed to be re-centered. This report has been submitted based upon the user's allegation of serious injury to the pt. No follow-up info about the pt was provided. (B)(4).